Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded and was in the emergency room (ER). The patient survived the code and was intubated in the hospital. The implantable cardioverter defibrillator (ICD) was attempted to be interrogated but was unable to establish communication. It was suspected that the ICD battery was beyond end of service (eos) and could no longer establish communication. The healthcare provider was made aware of the ICD status. The ICD remains in use. No further patient complications have been reported as a result of this event.